Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the tip of the pituitary is broken. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. The inferior shaft is broken at the lower portion of the pivot pin hole, and the pivot pin is missing, and not returned for analysis. Optical examination identified a quasi- brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload.